Event description:
The customer reported that vasoseal was used on 4/23/98 following a diagnostic catheterization procedure. The percutaneous puncture was a multiple stick with a double wall arterial stick. There was a wire in the right femoral vein, although a sheath was never inserted. One hr post procedure, the pt began bleeding and manual pressure was administered. The pt's abdomen was distended and painful to touch and there was a drop in blood pressure. Two units of normal saline were administered intravenously and femostop was applied.